Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced an elevated blood glucose (bg) level of 260 mg/dl and diabetic ketoacidosis (dka). The customer was hospitalized and insulin was administered via intravenous (IV) drip. As tandem technical support was not contacted at the time of the reported issue, a system check was not performed. The customer was discharged from hospitalization on (B)(6) 2015.